Event description:
It was reported that the asymptomatic patient presented to clinic because the device delivered inappropriate atp and high voltage therapy for supraventricular tachycardia (svt) with rapid ventricular response (rvr). The device was reprogrammed. The patients condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.